Event description:
It was reported a 6f maximum act 12cm hemostasis introducer sheath was used for a procedure. Following the procedure, a sheath exchange was attempted for a closure device. The existing sheath was wired and while removing the sheath, approx 2/3 of the sheath remained on the guidewire in the pt's artery. The guidewire was retained and a c-clamp was applied above the access site. The pt underwent surgical intervention to have the sheath remnants removed.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The maximum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.